Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, there was stopper pops off with leakage seen in one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. During the review, 100 retained samples were visually inspected, and it was confirmed that the closures were correctly assembled and placed on the tubes. No cocked stoppers were identified. Additionally, 10 retained samples were used for functional tests, and all were found to be within specification limits. No issues were observed with the closures being loose or separating from the tubes during or after the completion of the functional tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, there was stopper pops off with leakage seen in one tube. No adverse impact was reported regarding the patient or user.